Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty band, the band was explanted and replaced with a non-medtronic valve. The physician reported that there was unacceptable regurgitation after repair due to significant posterior mitral annular calcification, and significant bi-leaflet prolapse. Therefore, the physician elected to replace the valve instead of complex leaflet reconstruction. No additional adverse patient effects were reported.